Manufacturer narrative:
UDI: (B)(4). The valve was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that the certas plus valve was implanted on (B)(6) 2020 and was reported to be non-functioning on (B)(6) 2020. The valve was first set at setting 3 and the setting was lowered to 1 in several steps. On (B)(6) 2020, the patient was taken back to the operating room for two hours and a shunt revision was performed. The valve was removed with suspicion of not functioning and this was confirmed on inspection. The valve was clean on inspection. This valve was discarded. A delta brand non-programmable valve was implanted. The ventricular and peritoneal catheter were perfect on inspection and there was no need to replace the catheters.